Event description:
It was reported that a cine disc not available message was displayed at boot up. The system cannot cine and has a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.